Event description:
It was reported that the patient could not charge the implantable neurostimulator and the ins would not turn on. It was noted that the patient turned off the stimulation and was not able to turn it back on. It was noted that when the patient tried to turn it back on the programmer said he needed to charge his ins. It was noted that the patient saw the reposition antenna screen on the recharger. It was noted that the patient and his wife tried turning the dial and repositioning the antenna and were not able to get the ins to start charging. Additional information received reported that there was a communication problem. It was noted that the manufacturer representative could not communicate with the clinician programmer, the recharger, or the patient programmer. It was noted that an implantable neurostimulator (ins) overdischarge was suspected. It was noted that the patient fell a "few months" prior to (B)(6) 2014. It was noted that stimulation worked after the fall. The patient turned the device off at night but then device "wouldn't work again." The last time any stimulation was felt was two to six months prior to (B)(6) 2014. The patient reported that they last charged "a few months" prior to (B)(6) 2014. The manufacturer representative used the antenna locate prior to calling and got a 46-60. The caller was walked through process as the caller stated they were not getting anything. The pmr protocol was reviewed with the manufacturer representative. It was reviewed with the manufacturer representative to continue process until power on reset (por) was seen and it was noted that the implantable neurostimulator (ins) needed to be charged 25% before clinician programmer interrogation. Additional information was requested but was not available at the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial # (B)(4). Implanted: (B)(4) 2011, product type: lead. Product ID: 3778-60, serial #: (B)(4), implanted: (B)(4) 2011. Product type: lead. (B)(4).

Event description:
Additional information received reported that the visit with the patient went "great" the afternoon of (B)(6) 2014. It was noted that the manufacturer representative checked impedance and all were within normal limits. It was noted that the manufacturer representative turned on the stimulation and all was fine and the programs worked well. It was noted that the patient was very pleased. Additional information was requested but was not available at the date of this report.

Event description:
Additional information received reported that they were able to "triple charge" and acquire the charging screen. It was noted that a por was cleared. The patient went home fully charged and the manufacturer representative would see the patient (B)(4) 2014 to interrogate and check impedances. It was noted that the patient did not want to turn it on until the manufacturer representative checked it. It was noted that there was more to follow after the patient's appointment. Additional information was requested but was not available at the date of this report.